Event description:
It was reported that during a procedure the irrigation wheel did not stay closed tight enough for the irrigation to work. A lack of irrigation in the device is known to cause overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.